Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection showed a break in the middle of the catheter. A microscopic analysis revealed that the area where the catheter had broken was jagged and thin with a v-shaped cut which is characteristic of a needle piercing through the catheter. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5012187. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the microscopic findings suggest that the catheter was speared through by a re-cannulation and then broke when it was withdrawn.

Manufacturer narrative:
The name of the initial reporter is unknown. The report was made by the (B)(6) at (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during a "demo practice" with bd intima-ii¿ closed IV catheter system, the nurse inserted the catheter, saw a flashback, and then removed the IV. The nurse noted that upon removal she observed the insertion point to be abnormal and found the catheter had broken. The nurse also reported that no IV reinsertion was performed. The catheter was not found outside of the patient so the nurse thought the broken catheter remained inside the patient's vein. The patient received an x-ray on (B)(6) 2015 but the broken catheter was not visualized. No further medical interventions were reported.